Event description:
It was reported that the patient reported to the emergency room after receiving 32 inappropriate shocks due to t wave oversensing (twos). It was also reported that the right ventricular lead sensitivity was reprogrammed to a higher value. The twos was no longer seen with the increased sensitivity. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Performance data collected from the device was analyzed and no anomalies were found.